Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: model: 693565, lead; implanted: (B)(6) 2015.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited electromagnetic interference (emi) resulting in the patient receiving inappropriate therapy. Oversensing, noise and high impedance on the rv lead were noted as well. A lead fracture is suspected. The patient's previous competitors rv lead had the similar oversensing issues which has led the physician to believe there could be a device header or device issue causing oversensing since this is same pattern on two different leads. Both the rv lead and the cardiac resynchronization therapy defibrillator (crt-d) have been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the header found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.